Manufacturer narrative:
Device received with operating currents within spec. Device passed displacement test, self test and unexpected restart error test. No unexpected battery power loss alarms noted. Device alarmed motor error during basic occlusion test due to force sensor resistance with moisture damage. Unable to perform prime test, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor home switch and electronic assembly were found corroded per visual inspection. Unable to verify spi to motor pic communication error alarms due to motor error alarms. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had off no power alarm as well as pump error alarm. The insulin pump will be returned for analysis.